Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (ess205) (batch no. 12237721) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: iud until (B)(6) 2003. Concurrent conditions included uterine bleeding. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), vaginal haemorrhage ("abdominal bleeding (vaginal)") and menorrhagia ("abdominal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (in (B)(6) 2010, underwent pelvic surgery (hysterectomy)). At the time of the report, the genital haemorrhage, weight increased, vaginal haemorrhage, menorrhagia and uterine leiomyoma had resolved. The reporter considered genital haemorrhage, menorrhagia, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion details: exploration of the uterine cavity revealed normal anatomy, a thin endometrium and patent tubal ostia. The essure tubal coil applicator was then inserted. The coil was inserted into the right ostium and the device was activated. When the placement of the coil was complete, there were a total of seven coils observable in the uterine cavity. This was well within the limits for a successful implantation. The process was repeated with the other ostium. When implantation was complete, there were only two coils left that could be seen. The hysteroscope was removed from the uterus after confirmation of adequate placement of both coils. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: probably benign right breast calcifications most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (12237721) added. Events abdominal bleeding (vaginal), abdominal bleeding (menorrhagia), uterine fibroids added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") in a 35-year-old female patient who had essure (ess205) (batch no. 12237721-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: iud until (B)(6) 2003. Concurrent conditions included uterine bleeding. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced vaginal haemorrhage ("abdominal bleeding (vaginal)") and menorrhagia ("abdominal bleeding (menorrhagia)"). In 2004, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). On (B)(6) 2006, 2 years 9 months after insertion of essure (ess205), the patient experienced uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). At the time of the report, the genital haemorrhage, weight increased, vaginal haemorrhage, menorrhagia and uterine leiomyoma had resolved. The reporter considered genital haemorrhage, menorrhagia, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion details: exploration of the uterine cavity revealed normal anatomy, a thin endometrium and patent tubal ostia. The essure tubal coil applicator was then inserted. The coil was inserted into the right ostium and the device was activated. When the placement of the coil was complete, there were a total of seven coils observable in the uterine cavity. This was well within the limits for a successful implantation. The process was repeated with the other ostium. When implantation was complete, there were only two coils left that could be seen. The hysteroscope was removed from the uterus after confirmation of adequate placement of both coils. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: probably benign right breast calcifications. 12237721-batch number not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). The patient was treated with surgery in (B)(6) 2010, underwent pelvic surgery to alleviate the symptoms). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the genital haemorrhage and weight increased outcome was unknown. The reporter considered genital haemorrhage and weight increased to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.